Event description:
According to the reporter: the balloon popped during the case. No device fragment or component fell into the patient's cavity. No device fragment or component was left in the patient. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).